Event description:
It was reported that during an ladg procedure, the device's teflon dropped while sweeping teflon during omentectomy. There were no adverse consequences to the patient as the fallen teflon was discovered and removed from the abdominal cavity right away. It is unknown how procedure was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.